Manufacturer narrative:
Reader (B)(6) was returned and investigate. Visual inspection has been performed on the reader and damage usb port was observed. Reader successfully communicated with the software and successfully charged. Damaged usb port does not impact reader functionality and does not contribute to the customers complaint. Reader was sufficiently charged. The returned reader was further investigated and de-cased. Performed visual inspection on the reader and no issues were observed. The nxp processor was present. Performed power consumption test on the returned reader and all results were measured to be within specification range. Therefore, issue is not confirmed due to fast draining battery not observed. At this time cable and adapter has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the cable and adapter is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery issue was reported with the abbott diabetes care (adc) device. Customer was unable to obtain readings due to a fast-draining battery. As a result, customer experienced hypoglycemia, loss of consciousness, vomiting, dizziness, sweating. The customer was unable to self-treat blood glucose levels was measured and the drink was administered by the third-party administration. There was no report of death or permanent impairment associated with this event.

Event description:
A battery issue was reported with the abbott diabetes care (adc) device. Customer was unable to obtain readings due to a fast-draining battery. As a result, customer experienced hypoglycemia, loss of consciousness, vomiting, dizziness, sweating. The customer was unable to self-treat blood glucose levels was measured and the drink was administered by the third-party administration. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted